Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator stopped cycling while in use. The staff was present at the patient's bed side when the issue was noticed. No further details were provided.

Manufacturer narrative:
Device evaluation summary: the ht70 ventilator was returned for failure investigation. The ventilator was visually inspected and functionally tested with no anomalies observed other than a slight hairline cracking at the edges of the plastic housing. The ventilator performed as expected with the existing settings as returned. There is no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.